Event description:
Unit was being used for approximately 1.5 hours when the screen indicated a "vaporizer failure" which persisted with all vaporizers. It was necessary to obtain another anesthesia unit immediately, with a brief period of ambu ventilation during the switch. There were no injuries or complications for the patient as a result of this malfunction. The unit was sent to the in-house biomedical engineering department for further testing and examination. The tests performed showed that the unit functioned normally for all tests. Since the error log showed earlier errors (in the same month) of the same type, namely "fgc vaporizer failure" and "fgc liquid 0", the technician decided to replace the "fresh gas control assembly" to ensure total reliability. The questionable assembly was sent back to the manufacturer as part of a parts exchange. The repaired unit was tested again and passed, so it was returned to service.